Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information on resetting the pump, and assisted them in resetting it. The malfunction code did not recur after the reset, and the customer was advised to call back if any issues reappeared, which they understood and acknowledged.